Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient underwent a device replacement procedure in which they were upgraded to a cardiac resynchronization therapy defibrillator (crt-d) device with a non boston scientific left bundle branch (lbb) lead placement. This lbb lead exhibited selective capture, low threshold measurements and morphology changes with different programming settings. Technical services (ts) reviewed noting there was no mode switch and biventricular pacing was off. The av delay was programmed 50 ms to beat intrinsic conduction. This crt-d and non boston scientific lbb lead remain in service. No adverse patient effects were reported.